Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
The patient had a greenfield vena cava filter implanted in (B)(6) 2009. The patient had been hospitalized for recurrent deep vein thrombosis. It was reported that a malfunction of the filter resulted in subsequent injuries and health problems.